Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to implant a new aus system. The physician communicated that previous implanted aus and a implantable penile prosthesis (ipp) had previously been removed due to an infection with the implanted ipp. No further information was reported. This report is for the aus.

Manufacturer narrative:
Event date: exact date of aus explanting procedure due to infection is unknown. This report is for the same patient procedure as manufacturer report: 2124215-2022-16158.

Manufacturer narrative:
B3 event date: exact date of aus explanting procedure due to infection is unknown. E4 init rptr also sent rep to FDA corrected. This report is for the same patient procedure as manufacturer report: 2124215-2022-16158. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of infection is a known risk associated with this type of implant and is indicated in the instructions for use (IFU).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to implant a new aus system. The physician communicated that previous implanted aus and a implantable penile prosthesis (ipp) had been removed due to an infection with the implanted ipp. There were no further complications following the recent implanted aus device procedure. This report is for the aus.